Event description:
Repositioning attempted due to dislodgement. The screw was retracted and repositioning was attempted, but the screw did not extend. The lead was explanted and a new lead implanted. The patient was hcv+ and the explanted lead was discarded in hospital.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.